Manufacturer narrative:
Concomitant medical products : product ID: 3878-45, lot#: 0207391396, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that there was lead migration. The outcome was resolved without sequelae. No actions were taken as interventions. X-rays showed lead migration. The etiology was noted as not applicable to the device or therapy and unlikely related to the procedure. No signs or symptoms were reported. Interventions were not completed due to the lead migration being clinically insignificant.

Event description:
Additional information received from the healthcare professional (hcp) of a (B)(6) study reported that the outcome was ongoing with no further action needed. The site indicated that no cause was determined.